Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Advised caller that the suspect component is the power switch overlay. The rse provided the caller with part ID for power switch overlay. Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. It is unknown if the power switch overlay was replaced or if the device has been repaired. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. Although there has been no part returned for analysis for the alarm led issue in this device, previous investigations have determined that excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch, due to the proximity of the led to the switch, may cause a separation of the led to the encapsulant. This is subjective to the operator of the equipment.

Manufacturer narrative:
Report date: (B)(6) 2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device had an alarm led failed error 1105 message in the significant event logs. The customer reported there was no patient involvement at the time the issue was discovered.